Event description:
Affiliate reports that the subject for the operation was to place an infusion pump, connected with a catheter to peritoneum. The pump was placed on the back of the body. Then a passage was made to the peritoneum with the holter distal catheter passer for the catheter. They needed to bend the passer a lot so they could go around the waist, much more than if they have used the distal passer for a shunt catheter passage. The passer breaks off during the passage, and at first, they couldn't find the front piece that had broken off. Eventually, it was found still in the passer. It was also noted that there was no suffering for the pt.

Manufacturer narrative:
It has been communicated that the device is on the way to codman for eval. Upon completion of the investigation, a follow up report will be filed.